Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and the cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: a review of the pump¿s black box revealed unexplained pump reboots. The battery compartment was found to be cracked above and below the bumper pad. The returned battery cap had stripped threads and was unable to be fully attached to the pump. The pump reboots were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hours duration test. There were no power interruptions duplicated during this time. The pump¿s cover was removed and there was no evidence of internal moisture damage found. Unrelated to the original complaint, the pump powered on to a dim and discolored display. (B)(4).